Event description:
It was reported that there were cracks on the blue main body of a minicap transfer set. There was patient involvement, but no patient injury or medical intervention was associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A photograph was returned for evaluation. A visual inspection was performed with a crack noted in the light blue main body. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.